Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Two remote reports were transmitted during the same night. One of them displayed an alert related to shock deactivation; whereas shocks were activated on the day the report was transmitted.

Event description:
Two remote reports were transmitted during the same night. One of them displayed an alert related to shock deactivation; whereas shocks were activated on the day the report was transmitted.